Event description:
It was reported that difficulty to extend a needle occurred. A radiofrequency ablation procedure was performed on a lesion located in the pancreas. A 3.0 leveen coaccess electrode was unpacked, the patient was punctured, and the device was advanced to the target lesion, but the device failed to deploy. After the needle ablation, the needle was observed to be deformed. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.